Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('e-free / small pieces of the coil'), device dislocation ('device dislocation') and genital haemorrhage ('bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal distension ("bloating/belly swell"), tooth fracture ("broke teeth"), pelvic pain ("pain"), allergy to metals ("nickle allergy"), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("belly button painful"), muscle spasms ("muscle spasms"), back pain ("lower back pain"), pain in extremity ("left leg pain") and arthralgia ("hip pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, weight decreased, tooth fracture, pelvic pain, allergy to metals, genital haemorrhage, abdominal pain and muscle spasms outcome was unknown, the abdominal distension had resolved and the back pain, pain in extremity and arthralgia had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, arthralgia, back pain, device breakage, device dislocation, genital haemorrhage, muscle spasms, pain in extremity, pelvic pain, tooth fracture and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media was received. Event added- broke teeth, pain. Reporter were added. Fu 06,07 and 08 was processed together. On (B)(6) 2020: social media was received. Event added- nickel allergy, bleeding. Reporter were added. On (B)(6) 2020: social media was received. Event added- belly button painful, muscle spasms, lower back pain, left leg pain, hip pain. Reporter were added. On (B)(6) 2020: social media content received: reporter added. Fu 6, 7, 8 and 9 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('e-free / small pieces of the coil') and device dislocation ('device dislocation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and abdominal distension ("bloating") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on 1-may-2015. At the time of the report, the device breakage, device dislocation, weight decreased and abdominal distension outcome was unknown. The reporter considered abdominal distension, device breakage, device dislocation and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-mar-2020: social media was received. Event added- weight loss, bloating. Reporter information, essure insertion and removal date were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('e-free / small pieces of the coil') and device dislocation ('device dislocation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), abdominal bloating ("bloating/belly swell"), tooth fracture ("broke teeth"), the first episode of pelvic pain ("pain"), allergy to metals ("nickle allergy"), abdominal pain ("belly button painful"), muscle spasms ("muscle spasms"), back pain ("lower back pain"), pain in extremity ("left leg pain"), arthralgia ("hip pain"), headache ("headache"), memory impairment ("forgetting small things here and there"), vaginal discharge ("vaginal discharge"), menstruation irregular ("irregular periods"), onychoclasis ("brittle nails"), toothache ("teeth problem"), muscle twitching ("muscle twitching"), the second episode of pelvic pain ("random sharp pains in pelvic area"), bloating ("bloating") and acne ("acne growth on skin") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, genital haemorrhage, weight decreased, tooth fracture, allergy to metals, abdominal pain, muscle spasms, headache, memory impairment, vaginal discharge, menstruation irregular, onychoclasis, toothache, muscle twitching, the last episode of pelvic pain, bloating and acne outcome was unknown, the abdominal bloating had resolved and the back pain, pain in extremity and arthralgia had not resolved. The reporter considered abdominal bloating, abdominal pain, acne, allergy to metals, arthralgia, back pain, device breakage, device dislocation, genital haemorrhage, headache, memory impairment, menstruation irregular, muscle spasms, muscle twitching, onychoclasis, pain in extremity, tooth fracture, toothache, vaginal discharge, weight decreased, the first episode of pelvic pain, bloating and the second episode of pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal bloating, abdominal pain, allergy to metals, amnesia, arthralgia, back pain, device breakage, device dislocation, genital haemorrhage, headache, menstruation irregular, muscle spasms, muscle twitching, onychoclasis, pain in extremity, pelvic pain female, tooth fracture, toothache, vaginal discharge, weight decreased, bloating and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event acne growth was added. Event of genital haemorrhage downgraded to non-serious. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding'), device breakage ('e-free / small pieces of the coil') and device dislocation ('device dislocation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal bloating ("bloating/belly swell"), tooth fracture ("broke teeth"), pelvic pain female ("pain"), allergy to metals ("nickle allergy"), abdominal pain ("belly button painful"), muscle spasms ("muscle spasms"), back pain ("lower back pain"), pain in extremity ("left leg pain"), arthralgia ("hip pain"), headache ("headache"), amnesia ("forgetting small things here and there"), vaginal discharge ("vaginal discharge"), menstruation irregular ("irregular periods"), onychoclasis ("brittle nails"), toothache ("teeth problem"), muscle twitching ("muscle twitching"), pelvic pain ("random sharp pains in pelvic area") and bloating ("bloating") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, device breakage, device dislocation, weight decreased, tooth fracture, pelvic pain female, allergy to metals, abdominal pain, muscle spasms, headache, amnesia, vaginal discharge, menstruation irregular, onychoclasis, toothache, muscle twitching, pelvic pain and bloating outcome was unknown, the abdominal bloating had resolved and the back pain, pain in extremity and arthralgia had not resolved. The reporter considered abdominal bloating, abdominal pain, allergy to metals, amnesia, arthralgia, back pain, device breakage, device dislocation, genital haemorrhage, headache, menstruation irregular, muscle spasms, muscle twitching, onychoclasis, pain in extremity, pelvic pain female, tooth fracture, toothache, vaginal discharge, weight decreased, bloating and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media was received. Event added- belly button painful, muscle spasms, lower back pain, left leg pain, hip pain. Reporter were added. On 23-mar-2020: social media content received: reporter added. Fu 6, 7, 8 and 9 processed together. On 23-mar-2020: social media was received. Reporter were added. On 23-mar-2020: fu received from social media. Reported information was added.reporter added. New events headache, memory loss, vaginal discharge, irregular periods, brittle nails, tooth pain, muscle twitching, pelvic pain and bloating added. Narrative updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('e-free / small pieces of the coil') and device dislocation ('device dislocation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), abdominal bloating ("bloating/belly swell"), tooth fracture ("broke teeth"), the first episode of pelvic pain ("pain"), allergy to metals ("nickle allergy"), abdominal pain ("belly button painful"), muscle spasms ("muscle spasms"), back pain ("lower back pain"), pain in extremity ("left leg pain"), arthralgia ("hip pain"), headache ("headache"), memory impairment ("forgetting small things here and there"), vaginal discharge ("vaginal discharge"), menstruation irregular ("irregular periods"), onychoclasis ("brittle nails"), toothache ("teeth problem"), muscle twitching ("muscle twitching"), the second episode of pelvic pain ("random sharp pains in pelvic area"), bloating ("bloating") and acne ("acne growth on skin") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, genital haemorrhage, weight decreased, tooth fracture, allergy to metals, abdominal pain, muscle spasms, headache, memory impairment, vaginal discharge, menstruation irregular, onychoclasis, toothache, muscle twitching, the last episode of pelvic pain, bloating and acne outcome was unknown, the abdominal bloating had resolved and the back pain, pain in extremity and arthralgia had not resolved. The reporter considered abdominal bloating, abdominal pain, acne, allergy to metals, arthralgia, back pain, device breakage, device dislocation, genital haemorrhage, headache, memory impairment, menstruation irregular, muscle spasms, muscle twitching, onychoclasis, pain in extremity, tooth fracture, toothache, vaginal discharge, weight decreased, the first episode of pelvic pain, bloating and the second episode of pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal bloating, abdominal pain, allergy to metals, amnesia, arthralgia, back pain, device breakage, device dislocation, genital haemorrhage, headache, menstruation irregular, muscle spasms, muscle twitching, onychoclasis, pain in extremity, pelvic pain female, tooth fracture, toothache, vaginal discharge, weight decreased, bloating and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('e-free / small pieces of the coil') and device dislocation ('device dislocation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), abdominal bloating ("bloating/belly swell"), tooth fracture ("broke teeth"), the first episode of pelvic pain ("pain"), allergy to metals ("nickle allergy"), abdominal pain ("belly button painful"), muscle spasms ("muscle spasms"), back pain ("lower back pain"), pain in extremity ("left leg pain"), arthralgia ("hip pain"), headache ("headache"), memory impairment ("forgetting small things here and there"), vaginal discharge ("vaginal discharge"), menstruation irregular ("irregular periods"), onychoclasis ("brittle nails"), toothache ("teeth problem"), muscle twitching ("muscle twitching"), the second episode of pelvic pain ("random sharp pains in pelvic area"), bloating ("bloating"), acne ("acne growth on skin"), rash macular ("red dot on body mainly on my chest, stomach and thighs"), pruritus ("itch") and rash ("rash burn like crazy") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, genital haemorrhage, weight decreased, tooth fracture, allergy to metals, abdominal pain, muscle spasms, headache, memory impairment, vaginal discharge, menstruation irregular, onychoclasis, toothache, muscle twitching, the last episode of pelvic pain, bloating, acne and rash outcome was unknown, the abdominal bloating had resolved and the back pain, pain in extremity and arthralgia had not resolved. The reporter considered abdominal bloating, abdominal pain, acne, allergy to metals, arthralgia, back pain, device breakage, device dislocation, genital haemorrhage, headache, memory impairment, menstruation irregular, muscle spasms, muscle twitching, onychoclasis, pain in extremity, pruritus, rash, rash macular, tooth fracture, toothache, vaginal discharge, weight decreased, the first episode of pelvic pain, bloating and the second episode of pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal bloating, abdominal pain, allergy to metals, amnesia, arthralgia, back pain, device breakage, device dislocation, genital haemorrhage, headache, menstruation irregular, muscle spasms, muscle twitching, onychoclasis, pain in extremity, pelvic pain female, tooth fracture, toothache, vaginal discharge, weight decreased, bloating and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: new events burn like crazy, red dot on body mainly on my chest, stomach and thighs and burn were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.